Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, no delivery or verify the battery out limit alarm due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted from the insulin pump during the manual prime process. The patient's blood glucose at the time of incident is unknown; she did have a recent reading of 93 mg/dl. Troubleshooting was initiated and the customer was advised to try with another infusion set. The customer then received a compromised force sensor system alarm. The drive support cap was protruded. The insulin pump will be returned and replaced.